Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all pyxis stations entered critical override due to the mssqlserver service failing to start, with event viewer indicating the structured query language (sql) master database could not be recovered. A technical support specialist (tss) made restart attempts but failed and the issue was escalated after consultation with product support engineer (pse) who advised that restoration in the bd vm environment required server engineer (se) involvement. Then the se reinstalled the server and restored the sql master database. Following recovery, mssql services resumed, extract transform load (etl) instances and jobs were verified running at 5-minute intervals, data synchronization was confirmed, pyxis units reconnected successfully, reporting and inventory discrepancies were corrected, and the customer confirmed stable system operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis units went into critical override. Customer it rebooted the servers, and although the stations reconnected, they continued to display critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.